Manufacturer narrative:
Philips service replaced the extended drip tray tcu rcab and tcu-fd mod and refilled the coolant. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that the detector overheated, making x-ray imaging not possible on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.